Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The instrument's pitch cable at the proximal clevis hub is broken. The clevis did not exhibit any wear. Broken strands stuck out at the wrist. Other cables at the wrist were not damaged. The cable crimp was still intact. Isi performed a device history record (DHR) review for the instrument involved in this complaint. There were no non-conformances identified to be related to this complaint. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken pitch cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during reprocessing of the maryland bipolar forceps instrument, the cable on the instrument was broken. There was no report of any patient harm involving the reported instrument and there was no report that any fragments from the instrument fell into a patient during a surgical procedure.